Event description:
The consumer reported an unconfirmed false positive result with binaxnow covid-19 ag self-test on (B)(6) 2023.the consumer tested negative a week ago (type of test unknown brand). Per the consumer, she was not feeling well. No confirmatory test was performed. The consumer confirmed there was no patient harm due to the test results. No additional patient information, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 216737 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 216737 and device part number 195-430wjr/ lot 214455. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. Device discarded, single use.